Event description:
The information provided states: - hospital name: (B)(6) - surgeon's name: (B)(6) - date of initial surgery: unknown - body part to which device was applied: unknown - surgery description: correction - patient information: n/a - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - event description: the tensioners part number 54- 1139 x 2 would not tension during the surgery. The territory manager states that there was about an hour delay in the surgery but no affect on the patient. They were able to complete the surgery withouth futher issues. The complaint report form also indicates: - the device failure had no adverse effects on patient - the initial surgery was completed with the device - the event led to a delay in the duration of the surgical procedure: about an hour - an additional surgery is not required - a medical intervention (outpatient clinic) was not required - copies of the operative reports are not available - copies of the x-ray images are not available - patient current health condition: unknown please also refer to MFR report 2183449-2024-00009.

Manufacturer narrative:
The devices involved in this event have not been received yet. The technical evaluation will be performed as soon as the devices become available. As soon as further information is available, orthofixl will provide a follow up report. Please refer also to MFR report 2183449-2024-00009.

Manufacturer narrative:
Analysis of historical records orthofix checked the internal records related to the controls made on the device code 54-1139 lot 2318494-10 marked on the component, before the market release. No anomalies have been found. The original lot, manufactured in 2024, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received for this specific device lot. Orthofix checked the internal records related to the controls made on the device code 54-1139 lot 2321584-04 marked on the component, before the market release. No anomalies have been found. The original lot, manufactured in 2024, was comprised of 10 units. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received for this specific device lot. Technical evaluation the returned devices were examined by orthofix quality operations department. The devices were subjected to visual check as per orthofix specification. The visual check on both tensioners evidenced signs of use, like scratches on the surface and halos (probably due to the cleaning process). Reference code and lot number are still visible. No other issues were detected. Lot 2318494-10 in the functional check no anomalies were detected. It was possible to close the handle. Lot 2321584-04 in the functional check it was evidenced that the closing movement of the handle is not fluid. The handle could not be closed. The functional test of the tensioners was then performed using the calibrated gauge code sc3065. The devices could not tension the wire up to the target as per orthofix specifications. The devices were then cleaned and lubricated and retested. The devices passed the test. The moving parts are fluid and both handles can be fully closed. Final comments the results of the technical investigation concluded that the returned tensioners still perform properly after the cleaning and lubrication activity performed by orthofix srl. The failure occurred is attributable to an inadequate reprocessing of the devices after each use (absence of lubrication and/or debris not removed during the cleaning activities). Orthofix would like to remind to follow the reprocessing and lubricating instructions provided in the instructions for use leaflet, ref: pq wtn. Please be informed that adequate lubrication should be performed after the disinfection process, when the instrument is cold. After lubrication, the device should be opened and closed to distribute the lubricant inside the mechanism. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lots. Orthofix srl continues monitoring the devices on the market. Please refer also to MFR report 2183449-2024-00009 follow up 1.

Event description:
The information provided states: hospital name: (B)(6) hospital surgeon's name: dr. (B)(6) date of initial surgery: unknown body part to which device was applied: unknown surgery description: correction patient information: n/a problem observed during: clinical use on patient/intraoperative type of problem: device functional problem event description: the tensioners' part number 54- 1139 x 2 would not tension during the surgery. The territory manager states that there was about an hour delay in the surgery but no affect on the patient. They were able to complete the surgery whitemouth futher issues. The complaint report form also indicates: the device failure had no adverse effects on patient the initial surgery was completed with the device the event led to a delay in the duration of the surgical procedure: about an hour an additional surgery is not required a medical intervention (outpatient clinic) was not required copies of the operative reports are not available copies of the x-ray images are not available patient current health condition: unknown please also refer to MFR report 2183449-2024-00009 follow up 1.